Manufacturer narrative:
No product has been returned by the customer. Since no product is available, the investigation could not be completed. A specific root cause was not identified for this event. No information was provided in the complaint that would point to a cause for the discrepant results.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous glucose results for 2 patients tested on accu-chek inform ii meter with serial number (B)(4). Patient 1 was tested by finger stick 4 times on the meter starting at 11:57 a.m. With a result of 548 mg/dl, at 12:04 p.m. The result was 191 mg/dl, at 12:06 p.m. The result was 153 mg/dl and at 12:10 p.m. The result was 123 mg/dl. At 1:09 p.m. The laboratory result from a venous sample was 101 mg/dl. On (B)(6) 2017 patient 2 (female, (B)(6)) was tested by finger stick 3 times on the meter starting at 12:34 p.m. With a result of 474 mg/dl, at 12:35 p.m. The result was 179 mg/dl, and at 12:53 p.m. The result was 193 mg/dl. At 1:15 p.m. The laboratory result from a venous sample was 197 mg/dl. Neither patient was treated based on any results from the inform ii meter; the staff waited for the results from the laboratory. No adverse event occurred due to the device. Both patients remain in the hospital under a physician¿s care for their respective admitting diagnoses. Quality controls were run on the meter within 24 hours of each event and the results were acceptable. The customer stated that the meter has since been used on multiple patients with no issues. The customer did not know if the same vial of test strips was used for both patients, but, the same lot number was used for both patients. The test strips were requested for investigation; however, the customer is not sure if the test strips can be returned as they may have all been used up. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.